Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the accessory renal artery using a pod packing coil (pod pc), a non-penumbra microcatheter, and a guidewire. During the procedure, the physician placed a pod pc in the target vessel using a microcatheter. However, the physician noticed the pod pc migrated into the main renal artery. Therefore, the physician used a snare device to remove the pod pc. The procedure was completed using a new ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.